Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2016, the patient was having spinal surgery for spinal stenosis and spondylolisthesis with radiculopathy and the catheter was inadvertently cut. A collet was placed to join the two pieces of catheter. No patient symptoms were reported related to the event. The issue was resolved. The patient status was alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.